Event description:
A surgeon reported that the first day following a glaucoma filtration device (gfd) implantation procedure, the pt experienced an increase of the intraocular pressure (iop) of 46 mmhg. A suture lysis was performed and the iop decreased to 3 mmhg. Three months later, the surgeon found that there was corneal endothelial cell loss. The surgeon suspects that the corneal endothelial cell loss immediately after the surgery was caused by the damage of the surgery. He also believes it is possible that corneal endothelial cell loss following surgery was caused by gfd because it occurred although the postoperative iop was stable. The hypotony was improving after the scleral flap was sutured. The corneal endothelial cell loss was continuing and the pt is being treated with medication. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, the gfd remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product investigation could not identify a root cause. There have been four other similar complaints reported in the lot number. Additional info has been requested. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon indicated that the patient was assessed as recovering on (B)(6) 2016.